Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation: alinity m sars-cov-2 amp kit (list 09n78-095) lot# 381552 retain sample was tested. Retain testing met all validity and acceptance criteria with no error codes. A product deficiency was not identified by this evaluation. Customer data review: review of the customer data was performed. The run which involved the discrepant result was valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 381552 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 381552 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 381552 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot# 381552. A product deficiency was not identified by this review. Based on the investigation elements, a product deficiency was not identified by this review.

Manufacturer narrative:
An elevated complaint investigation will be performed. A follow-up will be provided once the investigation is complete.

Event description:
The customer reported a false positive alinity m sars-cov-2 result for one patient. The following was provided: (B)(6) 2022: sid (B)(6) with cn 36.43; the patient was retested on another 4-plex pcr method (cepheid) as negative at a hospital in anticipation of scheduling a c-section. The customer has no further information on the outcomes of the c-section procedure. There has been no report of impact to patient management.